Event description:
The physician reported the intraocular lens (iol) was removed and replaced without complication 1 month after implant due to the patient's intolerance of the halos she was experiencing.

Manufacturer narrative:
(B) (4). The intraocular lens was removed and replaced 2 weeks post operative due to the patient's report of halos. The incision was enlarged to remove the lens and a monofocal lens implanted without complication. Halos and/or glare are a known and labeled possible side effect of any multifocal lens implant. Visual inspection of the returned lens was done and no deviations were noted. A review of the manufacturing records showed no deviations. No additional reports were received for lenses manufactured in this lot. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.